Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted during testing. The motor passed the motor test. The pump had cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that their insulin pump alarmed no delivery and motor error. The patient had a recent high blood glucose of 563 mg/dl, which she treated via manual insulin injection. The no delivery alarm was resolved by changing the infusion set and reservoir. The insulin pump was also able to rewind without receiving a motor error alarm. However, the device had a previous instance of a motor error within the past 30 days. The insulin pump will be returned for analysis.